Event description:
It was reported that during a follow-up, the physician observed a vf episode in stored egm. The egm also showed an episode of noise on the right ventricular lead, and the patient received unanticipated therapy. Noise was not reproducible with isometrics. All hv therapies were turned off. The lead remains implanted and in service. The patients condition is good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.